Event description:
Using dexcom g6 that communicates with my insulin pump. Attempting to pair new transmitter and it would not pair for over 3 hours. Called dexcom tech support person. They could not fix the issue and said, "ill send you new a one." The problem was not with the transmitter it was with their app. My bluetooth was recognizing it but dexcom app was not. Person said ive done all the troubleshooting. I will send you a new transmitter. I said, but the new one will do the same thing. No answer. I asked for a more experienced person; she said there was no one. I have been using dexcom for 15 years. Never has anyone left me with a blood sugar over 500 with no help! I used ai and think it is working now. Dexcom cannot have people answering tech support line that do not know what they are doing. You need insulin to live. The dexcom communicates with my pump and regulates my insulin every 5 minutes. Fortunately, ai was there and I was smarter than dexcom tech support and was able to figure it out. I needed to uninstall the app, reinstall, have bluetooth forget old transmitter and start new. Dexcom tech should know this. I believe president of dexcom gives some lame speech when you call: "we are here for you." First cue, they have issues and we all know people died using g7. This company is no longer safe and needs more oversight. They are making billions; they can pay tech people that know what they are doing.